Manufacturer narrative:
No blank display dung testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alert on event date. Battery cycle 9.0 received the lowbatteryalert (104) on 08/13/2025 18:59:00 after more than 7 days at 13.87 days. Battery cycle 7.0 received the lowbatteryalert (104) on 07/30/2025 17:33:01 after more than 7 days at 12.06 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/17/2025 09:33:00 after more than 7 days at 14.39 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), cracked case corner of the belt clip rails, broken belt clip rails, label damage. No unexpected battery power loss, charge/battery lasts less than expected or low battery alert noted during testing and in files download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported short battery lifetime, only lasted 4 days. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving replace battery alert/ replace battery now alarm. The customer did not received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.